Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it was alleged that the patient experienced a severe foreign body reaction, broken, deformed and migrated mesh and erosion of mesh through her abdominal wall. At this time with the limited information available, and no sample being returned for evaluation an assessment can not be made into the allegation of broken and deformed mesh. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent additional surgery, during the surgery it is alleged that the patient's ventralex mesh was found to have caused a severe foreign body reaction, broken, became deformed, migrated and eroded through her abdominal wall. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent additional surgery, during the surgery it is alleged that the patient's ventralex mesh was found to have caused a severe foreign body reaction, broken, became deformed, migrated and eroded through her abdominal wall. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex patch. Per operative notes, ¿the hernia sac was removed and the defect was noted. A medium-sized ventralex patch was placed into the defect and sutured.¿ (B)(6) 2013 to (B)(6) 2014 - patient had multiple hospital visits for abdominal pain. (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of ventralex patch. Per operative notes, ¿the mesh was disrupted from the right abdominal wall, which was noted to be eroding through the abdominal wall. There was a recurrent hernia and the mesh was excised. There were omental attachments to the mesh which were divided and was reconstructed with a synthetic mesh and sutured." Attorney alleges that the patient had hernia recurrence, adhesions, mesh migration, pain and emotional injuries.

Manufacturer narrative:
Currently, it's unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it was alleged that the patient experienced a severe foreign body reaction, broken, deformed and migrated mesh and erosion of mesh through her abdominal wall. At this time with the limited information available, and no sample being returned for evaluation an assessment can not be made into the allegation of broken and deformed mesh. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. Per medical records, about 1 year 9 months post implant of ventralex patch, patient was diagnosed with mesh migration, erosion, fibrosis, inflammation, abdominal pain and hernia recurrence thereby underwent mesh removal. The instructions-for-use supplied with the device lists erosion, migration, hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification.